Event description:
During surgery, upon activation of device in coag mode, the neuro-monitoring system would shut down/loose connection. At the end of the case it was noted that the amplifier on the plug of the neuro-monitoring system was melted.

Manufacturer narrative:
(B)(4) method: facility disposed of device. Device is not available for return and inspection. Eval code results: facility disposed of device. Device is not available for return and inspection. Product event: (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.